Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting their pump, after which the error code did not reappear, allowing them to successfully start their sensor session.